Manufacturer narrative:
Customer's meter was returned and investigated. Meter did power on with button depression and insertion of cal bar. Meter did power on with strip insertion. Blank screen was not observed. The complaint was not confirmed. This is a final report.

Event description:
An adc customer reported their meter would not start with battery press or test strip insertion and stated that on (B)(6) 2011 at 1800 she was unable to test and reportedly got up from her sofa and lost consciousness. Customer stated she felt she was "unconscious for about 4 hours" then started to "come round". Customer then reportedly drank lucozade and her neighbors checked on her and assisted her off the floor. Paramedics were not called and customer was not seen at a health care facility. No diagnosis or additional third party medical intervention or treatment was reportedly required. No other information was provided.